Event description:
Customer reportedly obtained a result of 70 mg/dl on the advantage system while a professional device produced a result of 40 mg/dl within 10 mins. Customer was given glucose gel as well as a glucose IV by paramedics. Requested return of suspect system, however, strips are unavailable for return.